Event description:
The customer reported while running an operational check, a "maintenance required message." He is able to access the configuration menu but not the maintenance menu. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.